Event description:
Healthcare professional reported "intracapsular rupture confirmed with MRI". This record is for the right side. Device has been explanted and device replaced with non-allergan brand.

Manufacturer narrative:
Continued e1 (phone. No.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.